Manufacturer narrative:
The reported events of helix mechanism issue and difficulty removing the stylet were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies. Electrical testing did not find any indication of conductor fractures but found shorts between the conductor paths due to the over torqued inner coil inside the connector region. The cause of the reported events was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
Related manufacturer reference number: 2017865-2023-22245. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited intermittent capture and r wave amplitude variation. Patient presented to emergency room after experiencing syncope episodes. During the lead revision procedure, it was noted that the stylet was difficult to remove from the new implanted rv lead and the lead helix was not able to retract. The lead was not used and the procedure was completed using an alternate lead during procedure on (B)(6) 2023. The patient was stable.